Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing. The patient wanted the system explanted. The doctor explanted the entire system and replaced it with a transvenous system. There were no additional adverse patient effects.